Event description:
Information was received indicating that the connector to a smiths medical level 1 hotline accessory was noted to be broken upon opening package. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: returned device was received with a luer broken was. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the connector to a smiths medical level 1 hotline accessory was noted to be broken upon opening package. There were no reported adverse effects.